Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was due to contamination on j1 pins of the ca board, causing an intermittent connection to the main battery. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.